Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and bard pelvicol acellular collagen matrix and ams sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced pain, erosion, infection, urinary problems, bowel problems, recurrence, vaginal scarring, and other-spasms. It was reported that patient underwent mesh revision on (B)(6) 2013.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012, and a mesh was implanted. It was reported that the patient underwent a mesh removal and cystoscopy with biopsy on (B)(6) 2013, due to hematuria, mesh erosion and mechanical dysfunction of genitourinary device. No additional information was provided.